Event description:
In 1997 pt had ventricular arrhythmias for which he received appropriate shocks which were proceeded by syncope. Following this he was found to have some problems with his defibrillator as his immediate subcutaneous patch implantation. Pt has done well since that time. He was seen couple days ago with shock, interrogation of device showed that there was noise at time he got this shock. Pt has right ventricle coronary sinus lead, subcutaneous patch along with nonactive can device which was implanted in original pocket in left abdominal area. It was decided after discussing with pt to bring him in, evaluate problem in electrophysiology lab after opening of pocket, if possible put sensing lead in or a new lead system in. Pt was brought into electrophysiology lab for same. Intraoperative testing of device, ICD implantation; testing: abdominal pocket was opened by dr. Interrogation of lead was performed. Impedance on lead was 1168, r-waves were good, threshold was 1.6, current was 1.2. When lead was connected to external programmer some noise was noted. Fluoroscopy, however, did not show any obvious break. At this stage attempts were made to cannulate left subclavian vein; however, because pt already had coronary sinus vein, his cephalic vein had already been used up, also had pt had right ventricle lead it was not possible to cannulate left subclavian vein. There was also some concern that it looks like there may be insulation break which was causing noise, as pt has demonstrated high defibrillation thresholds in past leading to syncope during ventricular fibrillation; implantation of his subcutaneous patch there was concern that if break extends to high voltage coil he may have serious problems if he goes into ventricular fibrillation in future as his defibrillation thresholds may go high, he may not be able to convert to sinus rhythm. This problem had been discussed with pt; he was aware that it is possible that dr. May have to extract these leads; put new leads in. Keeping that in mind, fact that sensing lead could not be introduced into left insertion site in subclavian vein it was decided that it may be most appropriate just to put new right ventricle lead from right side, put active can in right side, if that worked that may be best, safest option in his case. At this stage right subclavian vein was cannulated by dr. A medtronic 65 cm dual coil 6945 lead was introduced, positioned at right ventricular apex. Pacing thresholds was 0.9, current was 1.8 to 1.9. Pacing lead impedance was 454 ohms. R-waves were 7-9, slew rate was 1.29. At this stage lead was connected to emulator. It was decided to test this lead with emulator; if this worked then active can could be placed in pocket; however, if it did not work then this process could be abandoned, then only alternative would be to put sensing lead, then tunnel it through right abdominal area, from there tunnel it to left abdominal area which was thought to be pretty cumbersome and also it was possible that approach may have to be abandoned in the future if there were problems with the original defibrillation lead. High voltage lead impedance was performed with emulator & dual coil medtronic lead. High voltage impedance was found to be 75 ohms. The pacing lead impedance was 1470. Following this high voltage lead impedance was 46 ohms and pacing lead impedance was 614 ohms. Following this ventricular fibrillation was induced. First shock at 24 joules converted ventricular fibrillation to sinus rhythm. High voltage impedance using ax to b configuration was 33 ohms. Following this ventricular fibrillation was gain induced using t-wave shock. First shock was programmed at 20 joules. This again converted ventricular fibrillation to sinus rhythm with a high voltage impedance of 37 ohsm. It should be mentioned that at this time emulator had been changed to medtronic 7221cx 34 joules energy device which was an active can. Device appropriately sensed ventricular fibrillation, converted it to sinuts rhythm with first shock at 20 joules. High voltage impedance performed using 0.2 joule shocks prior to induction of ventricular fibrillation was 41 ohms through device, pacing lead impedance was 618 ohms. At this stage all shocks in device were programmed at 34 joules, detection was programmed at 350 milliseconds as before. Bradycardia pacing was left at 40. Following this pt was then transferred to room in stable condition. Original leads in left abdominal pockets were capped. Impression: unsuccessful attempt at implantation of transvenous sensing lead; however, a new lead system, an active can were successfully implanted in right pectoral region. Defibrillation threshold was 20 joules or less. There was apporpriate detection with no evidence of any noise. Recommendations: at this stage pt will be observed in hosp over night. Pt will be subsequently discharged home, will be followed up on an outpatient basis as per protocol.ed in right pectoral region. Defibrillation threshold was 0 joules or less. There was appropriate detection with no evidence of any noise. Recommendations: at this stage pt will be observed in the hosp over night. Pt will be subsequently discharged home, & will be followed up on an outpatient basis as per protocol.